Manufacturer narrative:
(B)(4). The device was requested but not yet received. A follow-up medwatch will be submitted if additional information becomes available.

Event description:
According to the customer: there was blood leakage from the hemoconcentrators housing during patient treatment. The product was replaced during treatment. No patient consequences were reported. (B)(4).

Manufacturer narrative:
Mcp was informed that the product in question is not available for investigation. Therefore a laboratory investigation of the manufacturer was not possible. Device history record was performed for lot 4-180: with this lot we produced (B)(4) products. The lot was released on 2015-01-09. No conspicuity could be found for this lot number and no further complaint was reported for this lot number. Based on this a confirmation of the failure "blood leakage" was not possible. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time. Device not returned.

Event description:
Ref.: #(B)(4), customer ref.: (B)(6).